Event description:
The customer's mom was told by her pharmacist to call the phone number on the back of the meter since she was having difficulty finding strips. She also had received er1 messages about three times using the ss meter. Customer switched over to use the profile meter that lifescan sent her.